Manufacturer narrative:
(B)(4). Event is still under investigation; however, based on the returned product and investigation that has been conducted to this point, this was deemed to be reportable (B)(4) 2014. A final report will be submitted upon our completed investigation.

Event description:
The initial information provided to the manufacturer stated that the thread from sheath was disconnected. Additional information provided (B)(4) 2014: the incident happened right at the beginning of the procedure: the 0.038" j-wire guide wire was in place and the introducer was advanced. When pulling out the dilator, the valve separated from the introducer shaft. The introducer then slipped nearly inside the patients body, but could be snapped by a clamp and the introducer was taken out and replaced by a 10fr introducer. The patient lost a lot of blood, as no valve was there any longer. The procedure following was done without any problems. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence.